Event description:
This patient experienced a late thrombosis of three cypher stents approximately 11 months post implant. This patient was admitted to the hospital with a chief complaint of acute mi.the patient was taken emergently to the cardiac cath lab,where angiography revealed was a de novo,concentric,bifurcated,b2-type lesion in the proximal through mid-lad. A bolus of 10,000 units of heparin was administered via IV. There were no diffculties in acessing or or wiring the vessel noted.the mid-lad lesion was predilated with a 3.0 x 10mm balloon infalted to 8 atms. A 3.0 x 23mm cypher stent was deployed to 16 atms for 20 seconds.there was plaque shift proximally, so a second cypher (3.0 x 18mm) was implanted at 18tm for 20seconds to the first cypher.